Manufacturer narrative:
Additional information: h3: device evaluation - lens was returned dry and in microcentrifuge vial. Visible inspection found optic split and residue/debris on product. Unable to perform dimensional inspection as the returned lens is split. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -5.00 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. In the reporter opinon the cause of this event was the device " icl was too long despite staar sizing recommendation." For status of the eye (signs/symptoms) " healing well, good position, mild corneal wound edema contributing to blur day 1 pst opt" was reported. It was reported that the corneal edema did not require treatment beyond what is standard after ocular surgery and that at patients 1 week post-op appointment the edema had resolved. The reporter stated " cause of edema was the incision site which is very normal."